Event description:
It was reported a patient presented to the emergency room with dizziness and fatigue. High capture and loss of capture was noted on the right ventricular (rv) lead due to dislodgement from twiddlers syndrome, confirmed via x-ray. R-wave amplitude variation was also noted as the lead was not sensing correctly. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.